Manufacturer narrative:
(B)(4).

Event description:
Customer reported difficulty getting the device into the patient's airway. It was reported that the ett collapsed and bunched up/twisted in the patient's mouth. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, one sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. Kink testing was also performed and the sample passed the testing. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the a vailable information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported difficulty getting the device into the patient's airway. It was reported that the ett collapsed and bunched up/twisted in the patient's mouth. No patient harm or injury reported.